Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the system-1 has been showing high pressures on the cardioplegia pump. It has been high on several occasions. There have been high pressures recorded even when the user facility catheter are not clamped or engaged. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on 01/26/2015: the user facility has a system-1 and a maquet hl20 perfusion system. On a number of occasions, they have experienced high cardioplegia pressures during cardioplegia delivery. The initial user report was that these high pressures are seen with system-1, but not the other maquet hl20. The high pressures during cardioplegia delivery, were system circuit pressures and not high pressures in the pt vasculature. There was no impact on the ability to deliver the prescribed dose and this did not delay the cardioplegia doses or the surgical procedure. There was no associated blood loss and no harm observed. The manufacturer field service representative (fsr) visited the center and inspected/tested the system (including this pressure module). There were no issues found during the on-site testing. As a precaution, a pressure simulator was attached to this pressure module and the pressures displayed on the system (central control monitor [ccm]) closely matched the simulator. The ccp sent test data comparing pressures measured (during testing) comparing the system-1 to the maquet hl20. Tests were conducted with a variety of cannulae that are used at the used at the user facility and at different flow rates. It was found that under similar conditions, the system-1 and maquet hl20 had comparable pressure measurements. The ccp and the hospital are confident the system-1 pressure measurements are reasonable and any high pressures appear to be related to cannulae size.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the manufacturer sales representative, this has been an ongoing issue for this customer. This complaint is related to MDR #1828100-2015-00083. The field service representative (fsr) performed pressure system tests and could not duplicate the reported issue. The fsr replaced the pressure module. Corrective maintenance/inspection was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.